Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while resecting the stomach, the surgeon had difficulty squeezing the handle of the stapler and both did not fire.